Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm, and that the tubing had been reused. No further information was provided, and troubleshooting was not completed. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed the data from the date of the event had been overwritten. The available black box and alarm history showed no evidence of call service 064 alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump cover was removed to find no intermittent conditions or internal moisture. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.